Event description:
Trial. It was reported that 116 days following a coronary artery drug eluting stenting treatment procedure, the pt underwent a reintervention. The initial procedure treated the 90% restenotic, proximal lad (left anterior descending). Treatment consisted of predilation with a 3.0 x 20 mm maverick balloon, placement of a 2.0 x 20 mm taxus liberte stent, and post dilation with a quantum maverick balloon resulting in 0% residual stenosis. The pt returned 116 days following the index procedure for treatment of the proximal lad due to suboptimal pci. The 90% stenosed proximal lad lesion was treated with predilation using a 3.0 x 15 mm maverick balloon and placement of a 3.0 x 16 mm taxus liberte stent resulting in 0% residual stenosis. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.